Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument cauterized on tip by pulley. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Visual inspection revealed localized charring and melting along the yaw pulley grip cable path. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed energy delivery testing in various grip orientations. The probable root cause is attributed to insulation degradation and carbonized tissue creating a conductive path. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. However, evidence of localized thermal damage was observed at the same location and is considered the most probable cause of the cable breakage.